Manufacturer narrative:
Evaluation statement: the complaint device was received at mitek and forwarded to the supplier for root cause evaluation. Visual inspection revealed the device appeared in a used condition, the active tip of the device shows signs of activation. There is evidence of tissue debris around the active tip and the suction hole appears to be blocked with procedural debris. A flow test was performed and a partial blockage could be confirmed. All other functional and electrical testing performed was successful and the blockage started to clear during activation with suction. Further investigation was conducted by sectioning the device handle and a leak test was performed. No manufacturing error could be found that would result in reduced suction performance indicating the blockage was made up of standard procedural debris. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the depuy synthes mitek complaints system revealed three other similar complaints, all from the same facility, for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, two possible root causes could be; removal of too large a piece of tissue resulting in the clogging of the suction tube, or inadequate suction resulting in accumulation of debris and clogging of the suction tube. No corrective action is required, and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email that the customer's vapr coolpulse electrode with handcontrols failed during a procedure due to faulty suction. There were no adverse patient consequences or time delays reported. The device will be returned for evaluation.